Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that there was an issue with screws that cannot be removed from the screwdriver during a procedure on (B)(6) 2013. One screw of four was not able to be reversed out with the screwdriver. This was used with the femur nail implant. The locking screws 5.0mm for ssfn that have been tried in the drylab in sawbones. This is report 4 of 4 for complaint (B)(4).